Manufacturer narrative:
UDI number: ni. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.

Manufacturer narrative:
UDI: (B)(4). The returned device was evaluated; it was found to meet specifications, so no device problems were detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.